Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 69 mm abdominal aortic aneurysm. A type IV endoleak was identified during the procedure, which was subsequently completed. The physician expressed dissatisfaction with the type IV endoleak. It was reported during approx. 9 days post index procedure, a contrast-enhanced CT scan confirmed presence of an endoleak. Based on the contrast agent position a possible type ia, iiib, or IV endoleaks were suspected. An inner lining is scheduled. It is unknown whether this endoleak was a new endoleak or a continuation of the endoleak seen during the index procedure. One week later the endurant was relined inside with a non-medtronic stent graft (excluder) and the endoleak resolved. Per the physician the cause of the unknown endoleak was not determined. No anatomical factors such as calcification or tortuosity could have contributed to the endoleak. No additional clinical sequel was reported, and the patient is fine.

Manufacturer narrative:
B5; additional information received: it is unknown whether the unknown endoleak was confined to the endurant bifurcate only. Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name endurant ii iliac stent graft, product ID etlw1613c156ej, serial# (B)(6); brand name: endurant ii iliac stent graft, product ID etlw1624c156ej , serial# (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.